Manufacturer narrative:
Based on the logfile analysis, no entries were found that could explain the reported event. In general, if manual ventilation was possible but automatic ventilation not, there must have been a leak either at the peep/pmax valve or the fresh gas decoupling valve (necessary to control the ventilation cycles). In case of a leak at the peep/pmax valve, an according entry would have been logged that was not found in this logfile. This indicates the fresh gas decoupling valve as root cause for the reported symptom. This assumption is substantiated by the fact that a leakage at the fresh gas decoupling valve will lead to logfile entries regarding patient leakage ¿ the particular logfile contains several entries with patient circuit leakages. It is known from earlier complaints of similar nature that the membrane of this valve may exhibit sporadic sticking under presence of certain contributing factors. These factors are e.g. Accumulation of moisture, insufficient cleaning, the use of other than the recommended soda lime co2 absorber and others. Within the frame of continuous improvement activities, dräger has developed a new version of the valve (equipped with a ceramic disc instead of a flexible membrane). This particular device was manufactured 2006, before the improved version of the valve was introduced end of 2011. The sales and service organization was informed that the new valve should be installed whenever a device in the field shows related symptoms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device would have ventilation issues twice in a week. It was reported that on friday, (B)(6), ventilation was started using volume control but the fabius gs would not deliver a breath. When switching to manual/spont mode it was successful in ventilating patient. On monday, (B)(6) there was the same issue reported and even with high gas flows, the system was only delivering low volumes. There were no patient consequences reported.